Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was 327 mg/dl. During troubleshooting, customer changed infusion set, reservoir and manually pushed plunger and insulin did not exit causing no delivery alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.